Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level between 200 mg/dl and 300 mg/dl. Customer has had high blood glucose of 400 mg/dl. Customer treated with manual injection. Customer's blood glucose value was 265 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed for high blood glucose. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check if settings were correct. Customer also declined the high pressure test. Customer was advised to monitor insulin pump and to contact healthcare professional regarding high blood glucose.